Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was presented with recurrent emergency backup battery (ebb) fault alarms. The patient had been seen in the clinic numerous times in the past for ebb faults, requiring 11v replacements (B)(6). The system controller was planned to be exchanged. Log files were submitted for evaluation. The log files captured ebb fault alarms on (B)(6) 2026 due to failed load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of recurrent backup battery fault alarms on the system controller (serial number (B)(6)) was confirmed via log file analysis. The alarms could not be reproduced via product testing. The log file captured backup battery fault alarms on 20jan2026. This alarm was caused by the backup battery not passing its load test. The alarms appeared to briefly resolve twice, but they reactivated and remained active for the remainder of the data capture. Downloaded log files captured data consistent with a system controller exchange taking place which was consistent with the customer report. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The returned heartmate 3 system controller underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time as intended. No atypical alarms activated throughout testing. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. Available information provided that the system controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.